Event description:
Event description cpi received information that this patient presented with pneumonia. Chest x-ray revealed a fracture of the high voltage cable on this transvenous defibrillation lead at the site where the subclavian stick was done. The physician performed an invasive procedure and elected to cap the lead.